Manufacturer narrative:
Supplemental report.

Event description:
Power supply was replaced to address the reported problem.

Manufacturer narrative:
Completion of device service pending.

Event description:
The international customer reported the ventilator would not power on and the mains power led was not lit. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the reported problem. A power supply has been ordered to address the reported problem. Completion of service is pending.